Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not boot or charge. Opened unit and passed interior visual inspection. Through troubleshooting u6 was determined to be defective,0.10v output. Unable to perform receiver download or functional test due to receiver not turning on. The reported event that the receiver ceased to function was confirmed during log review. The root cause was determined a defective u6.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/07/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.